Event description:
It was reported that the patient began to experience severe right leg pain and numbness. The patient underwent MRI of her lumbar spine. The MRI reportedly identified a herniated disc at l5-s1, which was impinging on the nerve root. The next day the patient went to work, but was unable to perform her job, and was admitted to the hospital. Based upon the evaluation, surgery was scheduled. The patient underwent a posterior approach transforaminal lumbar interbody fusion l5-s1 using rhbmp-2/acs and a interbody spacer. Within a week post-op, the patient began experiencing increased pain in her lower extremity. In the following months and years, the pain has gradually intensified and has not responded to treatment. The patient reportedly developed a cystic growth on her l5-s1 disc, impinging upon the nerve root, and an osteophyte complex at l5-s1, which has resulted in tremendous pain and discomfort. The patient has reportedly developed bone overgrowth, muscle atrophy and severe pain and discomfort in her lower extremity.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2010 flouro chest for brachial artery access. Ap of thoracic spine is visible which appears normal.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2008 lumbar MRI post fusion l5/s1 again shows seroma behind l5 spacer on the right. This appears to be the same image set as the MRI of (B)(6) 2009. (B)(6) 2008 lumbar CT same image set as those of (B)(6) 2009. (B)(6) 2008 lumbar MRI very poor quality image showing severe disc space narrowing at l5/s1 without instability or stenosis. Conus is at l1. Synovial cyst is present on the right at l4/5 causing central stenosis (B)(6) 2009 fusion has been performed at l5. Sagittal views show increased signal behind the l5 disc spacer to the right of midline. Axial views appear to show a seroma with lysis of the vertebral body from mid capstone spacer posteriorly. Dural sac is not narrowed, but the seroma likely compresses the right l5 root. Borderline stenosis is noted at l4. Pedicle screws appear to be placed unilaterally on the right. (B)(6) 2009 CT lumbar shows similar findings with bone loss in the l5 and s1 body behind the capstone spacer directly ventral to the foramen of the l5 root. (B)(6) 2011 lumbar MRI seroma has diminished in size by about 75%. There is now a cortical shell enclosing it. The fusion appears solid. The right l5 root can now be seen and does not appear displaced. High grade stenosis is now seen at l4. (B)(6) 2011 lumbar CT seroma has cortical shell which extends between exiting root of l5 and transitioning root of s1. (B)(6) 2011 lumbar MRI scan shows further consolidation of the l5 fusion. Cyst behind the spacer continues to remodel and shrink. No clear pressure is now exerted on the l5 root right l5, nor on the thecal sac.

Event description:
On (B)(6) 2008 patient presented with right leg pain, right lower extremity radiculopathy. MRI of the lumbar spine significant for severe l5-s1 degenerative changes. Patient underwent right minimally invasive tlif using legacy pedicle screw instrumentation, rhbmp-2/acs, capstone interbody spacer, and local autograft. There were no noted complications. (B)(6)2008 patient presented with low back pain. Radiographs indicated "there are interpedicular screws to the right of the l 5 and s1 vertebral bodies. There is disc space narrowing at l5-s1. There is no evidence of spondylolisthesis or spondylolysis. The vertebral bodies maintain normal height. Small osteophytes are seen at l4 and l5. There are surgical clips in the l5-s1 disc space." (B)(6)2008 CT scan of the lumbar spine indicated "postoperative changes with cystic area along the track for the interbody device." On (B)(6) 2008 the patient presented with bilateral twitching of legs and bilateral numbness of the legs and right-sided heel pain. (B)(6) 2010 patient had PICC line placed for lyme disease. (B)(6) 2011 blood and urine cultures were negative.